Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A pharmacist had reported that the vitrectomy probe did not cut and was only able to aspirate during vitrectomy surgery. The surgery was completed after the product was replaced with another one. There had been no patient impact.